Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 failed and maintenance. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 was not closing properly due to alignment concerns and overstocking of medications. A field service engineer (fse) made adjustments to drawer to ensure proper alignment, and excess medication stacking was addressed to prevent obstruction. After completing the adjustments, the drawer was tested multiple times, and it operated correctly without any issues. The system functioned as intended after the field service engineer repaired the device.